Manufacturer narrative:
On (B)(6) 2017: during follow-up, it was reported that the occlusion alarms were resolved by completing a supply change. After the supply change, the customer successfully resumed insulin delivery. No specific cause for the occlusion alarms could be confirmed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 375 mg/dl and the customer's mother administered a manual injection to address the bg level. The customer disconnected from the pump and reverted back to manual injections for diabetes management.